Manufacturer narrative:
The hvad is used for treatment not diagnosis. During implant of the hvad pump through a thoracotomy approach, the pin on the sewing ring was found to be broken after excessive force was used to tighten and was replaced with a pin from another sewing ring. There was no reported patient injury as a result of this event. The pump (B)(4) was not returned to heartware for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The most probable root cause is user error during implant resulting in a broken pin on the sewing ring; however, there are procedural factors (thoracotomy approach taken during the implant) which could have contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use contains the following reference associated to the reported event: do not use excessive force when tightening the clamp screw because this could damage the graft clamp or graft clamp screw and a loose connection may result in bleeding and/or an air embolus. Replace components if required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the surgeon had difficulty tightening the clamp on the sewing ring. The implant procedure was done using a thoracotomy approach and the surgeon was said to have difficulty accessing the pin due to the small size of the incision. When the pin on the sewing ring was inspected it was found to be broken. The surgeon stated that he felt the pin broke from excessive force and was not due to a faulty sewing ring. The size of the thoracotomy incision was increased and the pin from another sewing ring was used to secure the ring that was already implanted to the pump.